Manufacturer narrative:
Additional information was received confirming this device was also removed from service and was returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting gradually increased shocking impedance measurements which were now ranging from 92-135 ohms in triad configuration. A revision procedure was performed and the associated lead was removed from service and replaced with a competitive lead. No adverse patient effects were reported.